Event description:
It was reported that a patient was playing pickle ball and female called 911 from her cellphone to report a patient who went into cardiac arrest. Non-responsive at time of collapse. Police officer showed up with a 2nd lifeline AED. Pads were already on the patient so they attached to second AED and used it to shock the patient twice. The fire dept showed up and then the ems-ambulance and took patient to hospital.

Manufacturer narrative:
It was reported that a patient was playing pickle ball and female called 911 from her cellphone to report a patient who went into cardiac arrest. Non-responsive at time of collapse. It was reported that the AED did not power on and a police officer showed up with a 2nd lifeline AED. Pads were already on the patient so they attached it to the second AED and used it to shock the patient twice. The fire dept showed up and then the ems-ambulance and took patient to hospital. It was reported the patient survived. Analysis of the log files from the AED showed it was manufactured on 06/26/2020 and placed into service on 03/20/2021 with battery pack serial number (B)(6). On (B)(6) 2023 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when the AED began alerting of a battery low condition. The AED continued to flash its red asi and chirp until (B)(6) 2024 when the AED's battery pack became completely depleted. The cause of the AED not powering on during the (B)(6) 2024 rescue attempt was a failure to maintain the AED.